Manufacturer narrative:
Product analysis: the product were not returned by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Other relevant devices are: product ID [evolutr-26], serial (B)(4)], use by date [2018-09-28], (B)(4). Product ID [enveor-l], lot [0008776284] ,use by date [2018-08-30], (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be placed high to avoid possible conduction disturbances following the procedure, but dislodged upon final deployment. The coronary artery was checked and determined to have good flow. Aortic regurgitation (ar) was identified at the native valve and a second transcatheter bioprosthetic valve was attempted to be implanted with this delivery catheter system (dcs). When advancing the dcs, the dcs caught on the first valve and moved the valve. The dcs, the second valve and the angled pigtail catheter were removed. The dcs, the second valve and the angled pigtail catheter were reinserted for deployment. During deployment the valve dislodged and was recaptured. On the second deployment attempt, the blood pressure dropped, and a coronary occlusion was identified. The first valve caused the occlusion and a peripheral snare was used to reposition the first valve. A cardiac effusion was then found, and the procedure was converted to an open-heart surgery. The first valve was removed, and a surgical valve was implanted. The physician believed that the effusion was caused by the angled pigtail catheter. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and user technique. In this case, it was reported that the dislodgement was due to the valve deployment that was intentionally attempted to be placed high to avoid possible conduction disturbances following the procedure. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The coronary artery was checked and determined to have good flow. Occlusion of coronary/vessel, obstruction is listed in the device instruction for use (IFU) as potential patient adverse events. Coronary occlusion, obstruction can be related to multiple factors such as patient anatomy, implant position, and implant technique. After the corevalve was implanted, coronary flow was verified, and it was reported to have ¿good flow¿. Therefore, in this case, subsequent reported occlusion was most likely due to the several attempts made to position and deploy the second valve, as reported during the first attempt of the 2nd valve the dcs caught the corevalve and moved it followed by a subsequent deployment attempt with no detail information regarding the final position of the corevalve (first valve), as it was reported. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, most likely was due to the occlusion or effusion reported. If information is provided in the future, a supplemental report will be issued.